Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the contact reported that the hdh05 dissecting hook was left with a note "hook came off was left inside pt (tip broke off)". They contacted all three surgery areas, main o.r, day surgery and l&d, but no one could verify what procedure or surgeon the instrument was associated with. If any further inquiries lead to more info, she will contact the rep in order to better understand the occurrence.